Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt has had an asr revision. Specific details regarding the revision are unk.

Manufacturer narrative:
Corrected: event/problem description, brand name, catalog #/lot #, explant date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision right hip - evidence of metallosis. Thickened capsule and some were sent off for pathology testing. Waiting on pathology. X-ray photos available. Explants being sterilized for return to depuy.